Event description:
The account alleged the brake casters do not hold in brake mode. No pt impact.

Manufacturer narrative:
The account found the connecting rod bent on one end of the stretcher and the brake casters are worn due to age. The account replaced the brakes with an upgrade kit to resolve the issue.